Event description:
The customer reported he noticed that patient support table top was not properly secured while performing a daily inspection of the system before clinical use. A phillips quality analyst confirmed there was no harm to a patient, operator, or bystander due to this malfunction. The service latch had come loose and was repositioned/tightened to resolve this issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(4) 2014.